Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (B)(6) revealed there was a recharge antenna failure, no device found and loose cord at donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that reason for call was pt says they have been having problems charging ins, and says it will start to recharge ins and "then shut down and I will have to reset it a bunch of times". Pt says this has been happening "a couple months" and says that "today for the very first time it was hurting, it wasn't pain though it was heat I could feel from the cord". They said they met with rep a few months ago. It was reviewed that the reason the controller is having issues is most likely because of the rtm heating up. An email was sent to the repair department to replace the device. No symptoms were reported. Additional information was received from the patient. The reason for call was pt reported when trying to use their controller it would say looking for device and then would a message would display that said something along the lines of cannot provide desired intensity (pt was unclear and unsure of what the exact messaging was) and would not allow pt to use the controller. Pt stated they had their rtm replaced last month due to report of rtm becoming hot and either the same day or the day after they received the replacement rtm, they began having the other issue with the controller. Pt commented that they're blind and it's hard for them to work with the equipment. Pt stated they want repair to examine the equipment. Repair reported that the equipment will be returned to pt. Ps reviewed information with pt and sent email to repair. Pt will be calling back for further troubleshooting once their equipment has been returned to them.